Event description:
An esophageal varices ligation procedure was being performed using a saeed six shooter multi-band ligator. Once all six bands were deployed and the procedure was completed, the physician removed the endoscope discovering that the barrel had detached in the patient's stomach. He re-intubated and successfully retrieved the barrel with forceps with no patient injury. The information provided indicated that an olympus xq-240 endoscope was used. The exact size of the outer diameter of this model number was not provided. The product labeling indicates the device should be used with an endoscope having an outer diameter of 9.5 to 13mm.